Event description:
A high drain error 101 (night drain cycle one) alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2012 06:00:25. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The cause for the iipv was undetermined as there was a lack of evidence to make a determination. No further action is required at this time. The device was serviced according to required procedures and the device passed all tests as per baxter procedures. If any additional information is received, a follow-up will be sent.